Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the screen was scratch and numbers was harder to read. Customer¿s blood glucose level was unknown. Customer reported that they received unexplained no delivery alarms. In sunlight the insulin pump was unreadable. The insulin pump will not be returned for analysis.